Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that her son experienced high blood glucose with no delivery and motor error. Customer stated that when he received the first no delivery alarm around noon he was in the 400 mg/dl in range. The customer blood glucose level was 500 mg/dl when he rewound the insulin pump and put the infusion set back in with another no delivery. Customer was treated with food and bolus. Customer stated that he has received the motor error twice within a 30 minute. Customer did not report an e70 alarm the customer stated that the drive support cap was normal slightly indented. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer declined to troubleshoot for no delivery and high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.